Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I was bleeding so bad'), neuropathy peripheral ('neuropathy in my legs') and fibromyalgia ('fibromyalgia') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and gravida I. Concurrent conditions included opioid type dependence. Concomitant products included steroids. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary bladder haemorrhage ("bladder bleeding"), endometriosis ("endometriosis"), cystitis interstitial ("interstitial cystitis"), urinary incontinence ("incontinence"), urinary tract infection ("frequent utis") and immune system disorder ("messed up my immune system") and was found to have uterine leiomyoma ("fibroids"), neoplasm malignant ("almost had cancer") and full blood count abnormal ("that my blood count was 8"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced uterine enlargement ("my uterus was swelled up twice as normal size and weight, I had to have it out"), neuropathy peripheral (seriousness criterion medically significant), fibromyalgia (seriousness criterion medically significant), allergy to metals ("think its nickel allergy"), adverse event ("the irritation is inside me"), alopecia ("hair falling out "), pain ("chronic pain all the time/ all kinds of pain"), migraine ("migraine/ migraines"), headache ("headache"), menstrual disorder ("weird periods "), dysmenorrhoea ("severe cramps with my period"), fatigue ("chronic fatigue") and illness ("sicker and sicker"). The patient was treated with surgery (hysterectomy). Essure was removed in 2021. At the time of the report, the genital haemorrhage, uterine enlargement, neuropathy peripheral, fibromyalgia, allergy to metals, adverse event, alopecia, pain, migraine, headache, menstrual disorder, dysmenorrhoea, fatigue, illness, urinary bladder haemorrhage, uterine leiomyoma, endometriosis, cystitis interstitial, urinary incontinence, neoplasm malignant, urinary tract infection, immune system disorder and full blood count abnormal outcome was unknown. The reporter considered adverse event, allergy to metals, alopecia, cystitis interstitial, dysmenorrhoea, endometriosis, fatigue, fibromyalgia, full blood count abnormal, genital haemorrhage, headache, illness, immune system disorder, menstrual disorder, migraine, neoplasm malignant, neuropathy peripheral, pain, urinary bladder haemorrhage, urinary incontinence, urinary tract infection, uterine enlargement and uterine leiomyoma to be related to essure. The reporter commented: date(s) of therapy / duration of time: unknown approx. 2012-2013 onset of essure unclear discrepancy noted: as per report, doctor performed the sterilization procedure essure on patient on (B)(6) 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: case becomes serious incident as essure was removed. Events added: bladder bleeding, fibroids, endometriosis, interstitial cystitis, incontinence, almost had cancer, my uterus was swelled up twice as normal size and weight, frequent utis, that messed up my immune system, I was bleeding so bad that my blood count was 8. Concomitant drug and references added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I was bleeding so bad'), neuropathy peripheral ('neuropathy in my legs') and fibromyalgia ('fibromyalgia') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and gravida I. Concurrent conditions included opioid type dependence. Concomitant products included steroids. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary bladder haemorrhage ("bladder bleeding"), endometriosis ("endometriosis"), cystitis interstitial ("interstitial cystitis"), urinary incontinence ("incontinence"), urinary tract infection ("frequent utis") and immune system disorder ("messed up my immune system") and was found to have uterine leiomyoma ("fibroids"), neoplasm malignant ("almost had cancer") and full blood count abnormal ("that my blood count was 8"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced neuropathy peripheral (seriousness criterion medically significant), fibromyalgia (seriousness criterion medically significant), uterine enlargement ("my uterus was swelled up twice as normal size and weight, I had to have it out"), allergy to metals ("think its nickel allergy"), adverse event ("the irritation is inside me"), alopecia ("hair falling out"), pain ("chronic pain all the time/ all kinds of pain"), migraine ("migraine/ migraines"), headache ("headache"), menstrual disorder ("weird periods"), dysmenorrhoea ("severe cramps with my period"), fatigue ("chronic fatigue"), illness ("sicker and sicker"), nonalcoholic fatty liver disease ("autoimmune hepatitis nafld") and non-alcoholic steatohepatitis ("nash."). The patient was treated with surgery (hysterectomy). Essure was removed in 2021. At the time of the report, the genital haemorrhage, neuropathy peripheral, fibromyalgia, uterine enlargement, allergy to metals, adverse event, alopecia, pain, migraine, headache, menstrual disorder, dysmenorrhoea, fatigue, illness, urinary bladder haemorrhage, uterine leiomyoma, endometriosis, cystitis interstitial, urinary incontinence, neoplasm malignant, urinary tract infection, immune system disorder, full blood count abnormal, nonalcoholic fatty liver disease and non-alcoholic steatohepatitis outcome was unknown. The reporter considered adverse event, allergy to metals, alopecia, cystitis interstitial, dysmenorrhoea, endometriosis, fatigue, fibromyalgia, full blood count abnormal, genital haemorrhage, headache, illness, immune system disorder, menstrual disorder, migraine, neoplasm malignant, neuropathy peripheral, non-alcoholic steatohepatitis, nonalcoholic fatty liver disease, pain, urinary bladder haemorrhage, urinary incontinence, urinary tract infection, uterine enlargement and uterine leiomyoma to be related to essure. The reporter commented: date(s) of therapy / duration of time: unknown approx. 2012-2013- onset of essure unclear discrepancy noted: as per report, doctor performed the sterilization procedure essure on patient on (B)(6) 2013, 2013 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-feb-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I was bleeding so bad'), neuropathy peripheral ('neuropathy in my legs') and fibromyalgia ('fibromyalgia') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage and gravida I. Concurrent conditions included opioid type dependence. Concomitant products included steroids. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), urinary bladder haemorrhage ("bladder bleeding"), endometriosis ("endometriosis"), cystitis interstitial ("interstitial cystitis"), urinary incontinence ("incontinence"), urinary tract infection ("frequent utis") and immune system disorder ("messed up my immune system") and was found to have uterine leiomyoma ("fibroids"), neoplasm malignant ("almost had cancer") and full blood count abnormal ("that my blood count was 8"), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced uterine enlargement ("my uterus was swelled up twice as normal size and weight, I had to have it out"), neuropathy peripheral (seriousness criterion medically significant), fibromyalgia (seriousness criterion medically significant), allergy to metals ("think its nickel allergy"), adverse event ("the irritation is inside me"), alopecia ("hair falling out "), pain ("chronic pain all the time/ all kinds of pain"), migraine ("migraine/ migraines"), headache ("headache"), menstrual disorder ("weird periods "), dysmenorrhoea ("severe cramps with my period"), fatigue ("chronic fatigue"), illness ("sicker and sicker"), nonalcoholic fatty liver disease ("autoimmune hepatitis nafld") and non-alcoholic steatohepatitis ("nash."). The patient was treated with surgery (hysterectomy). Essure was removed in 2021. At the time of the report, the genital haemorrhage, uterine enlargement, neuropathy peripheral, fibromyalgia, allergy to metals, adverse event, alopecia, pain, migraine, headache, menstrual disorder, dysmenorrhoea, fatigue, illness, urinary bladder haemorrhage, uterine leiomyoma, endometriosis, cystitis interstitial, urinary incontinence, neoplasm malignant, urinary tract infection, immune system disorder, full blood count abnormal, nonalcoholic fatty liver disease and non-alcoholic steatohepatitis outcome was unknown. The reporter considered adverse event, allergy to metals, alopecia, cystitis interstitial, dysmenorrhoea, endometriosis, fatigue, fibromyalgia, full blood count abnormal, genital haemorrhage, headache, illness, immune system disorder, menstrual disorder, migraine, neoplasm malignant, neuropathy peripheral, non-alcoholic steatohepatitis, nonalcoholic fatty liver disease, pain, urinary bladder haemorrhage, urinary incontinence, urinary tract infection, uterine enlargement and uterine leiomyoma to be related to essure. The reporter commented: date(s) of therapy / duration of time: unknown approx. 2012-2013- onset of essure unclear. Discrepancy noted: as per report, doctor performed the sterilization procedure essure on patient on (B)(6) 2013, 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: newly added events- non-alcoholic steatohepatitis, nonalcoholic fatty liver disease. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.